Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working also all button was not responding. The customer blood glucose level was 150 mg/dl. Customer stated that insulin pump buttons or keypad was not responding. Customer also stated that insulin pump had battery out limit alarm. Customer stated the pump alarmed during normal use. Customer unable to clear the alarm due to keypad not responding also not able to complete rewind. The customer was advised to revert to the back-up plan. The device will be returned for analysis.